Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right ventricular (rv) lead. Additional episodes of noise were recorded. Technical services (ts) recommended further review of the source of noise and confirmed that the rv lead measurements are stable. This pacemaker and rv lead remain in service. No adverse patient effects were reported.